Manufacturer narrative:
The sample has been discarded, so no further investigation regarding the sample can be performed. No problems noted with calibration or qc prior to the event. A field service engineer (fse) was dispatched: the fse performed system alignment checks, performed glucose sensor/lamp calibration. The fse was instructed by technical support to replace the mc level sense bead. It was sent back to bci for further investigation. Root cause is unknown at this time.

Event description:
Beckman coulter inc., (bci) internal monitoring data for glucose (glucm) phase I indicated that one patient did not match when running in duplicate mode on unicel dxc 800 pro synchron clinical systems. Customer did not call and complain to bci about this sample. No erroneous result was reported out of the lab. Patient treatment was not affected.